Event description:
A pt reports that when he replaced the battery the device would not stop bonging to complete its start up process. It was asking for the response buttons to be pressed. When he did, the bonging continued. He removed the battery and replaced it several times with the same result. Lifecor customer support asked if the response module had gotten wet or appeared damaged in any way. The pt reported that he does not notice any damage and that it has not gotten wet. Support requested a download to see if there was anything unusual in the flags. He was not able to download because the device would not completely start up. The pt's monitor was replaced.